Event description:
It was reported the epg (external pulse generator) was dropped. The epg was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is missing columns. Battery contacts are compressed. One printed circuit board flex is creased. Battery drawer is damaged and broken. Upper and lower case halves, one bail cover, and one control knob are broken. One bail cover, one case screw, and both bails are missing. The ring is bent. Keyboard is damaged and window is scratched.